Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On february 25, 2021, olympus medical systems corp. (Omsc) received the literature titled "comparison of the safety and efficacy of peroral endoscopic myotomy between octogenarians and non-octogenarians". This study was conducted the peroral endoscopic myotomy (poem) for 331 patients with esophageal motility disorders from april 2015 to march 2019. The submucosal dissection of the poem was used with the subject device (triangle-tip knife / kd-640l). In the literature, it was reported that 16 cases of major adverse events and 25 cases of minor adverse events. The major adverse events were ICU stay, bleeding/hematoma requiring blood transfusion, surgical/ir/other intervention, readmission within 30 days, and disability requiring higher-level care. Omsc assumes that the reported events might be related to the subject device since the subject device was used for the poem. Therefore, omsc assumes that the reported 16 cases of major adverse events were an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. Therefore, omsc cannot confirm the subject device was related to these specific 16 cases of major adverse events. There is no description of the device's malfunction. Omsc will submit one medical device reports (MDR) regarding the subject device for the adverse event.